Event description:
Customer reported meter results of 199 mg/dl and 107 mg/dl within 10 mins on the aviva system. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.